Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 had been tested using the hardware test application, but the drawers were not showing. A field service engineer (fse) shut down the station, reseated all the cables in the drawer, restarted the station, and tested the drawer in the hardware test application. Pocket a6 in drawer 3.1 would not release, so the cubie pocket was manually removed. The application was restarted, and the customer was able to replace the cubie pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a bus message for drawer 3.1 and 3.2. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.